Event description:
A (B)(6) male pt rec'd a cervical corpectomy and a helix plate/screw construct on (B)(6) 2011. The screws reportedly separated from the plate while remaining embedded in bone tissue. The surgery involved a c4 corpectomy with helix plate at the c4-c6 spine levels. The separation was noted on (B)(6) 2011 prior to hosp discharge. The pt was asymptomatic. Revision surgery occurred on (B)(6) 2011; the plate and screws were replaced.

Manufacturer narrative:
(B)(4). During the surgical revision, the screw was noted to have separated from the locking washer. The explanted product has not been returned for eval. The root cause of the reported event is unk. Literature review notes: "potential risks identified with the use of this sys, which may require add'l surgery, include bending, fracture or loosening of implant component(s)." A f/u report will be filed when new relevant info is available.